Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that lens was defective. Additional information was requested.

Manufacturer narrative:
The lens was returned inside the qualified company cartridge with the disassembled lens case inside the opened lens carton. Inadequate viscoelastic was observed in the cartridge. The lens was located between the loading area and the nozzle entry area. The lens was positioned incorrectly, pressed up instead of down per the IFU(instructions for use). The leading haptic was folded back under the optic. The trailing haptic was extended backward along the interior ceiling of the cartridge. The cartridge wings displayed evidence of handpiece use. The cartridge was cleaned for further evaluation. The lens was removed during cleaning.top coat dye stain testing was conducted with acceptable results. The handpiece and viscoelastic information was not provided. It is unknown if qualified products were used with this lens/cartridge combination. The complaint was reported as ¿defective¿. The lens was returned positioned incorrectly in the cartridge. This was most likely interpreted as the reported complaint. The root cause for the reported complaint may be related to a failure to follow the IFU. The lens was pressed up, instead of biased down inside the cartridge. The IFU instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Failure to follow this step may cause the lens to advance incorrectly causing delivery issues and/or damage. Also, an inadequate amount of viscoelastic was observed in the cartridge. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd(ophthalmic viscosurgical device) in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that, the lens was not implanted because the capsule was broken, occurred during surgery, when injecting the lens surgery was completed with a second lens.